Event description:
It was reported that during implant, low sensing and high capture threshold were noted on the rv lead. The rv lead was removed and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.